Event description:
A report was received stating that during use of the listed tracheal tube, the cuff was found to be deflating from the pilot balloon. Replacement was required. No incident related medical sequela was reported.

Manufacturer narrative:
Smiths medical has received the sample device. A full evaluation is anticipated, but not yet begun as the device is currently in transit to the investigation site. Smiths medical will file a follow-up report detailing the results of the evaluation once it is completed. Method: other - a sample device was returned and is currently in transit to the investigation site.